Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 false positive sofia sars result for 1 symptomatic patient as part of a verification study. The customer communicated that the result was confirmed negative through pcr testing.